Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated on (B)(6) 2011. The revision surgery was performed due to infection. The surgeon performed a poly exchange of the tibial insert. The tibial insert was exchanged from a 5 x 14mm to a new one of the same size.

Manufacturer narrative:
The complainant made no indication of any omnlife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.